Event description:
The valve was explanted five years postoperatively due to paravalvular leak causing hemolysis and anemia. According to the death certificate, the pt's cause of death six months post-explant was respiratory failure, small bowel obstruction, and ischemic bowel.